Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast fix 360, after deploy of t1, the t2 deploy prematurely. The t implants were removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with the actuation bar extended. There is a large amount of debris in the shaft. A suture string with the t2 implant was returned, the t1 had been torn away. A functional evaluation finds it could not cycle as designed due to debris in the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of device. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.